Event description:
Caller reported an issue with the pump's time setting being incorrect by more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer service helped update the time and advised the caller to monitor the situation, advising follow-up if the issue recurred. No additional information was received regarding the outcome of the event.